Event description:
It was reported that eight months after implantation, the patient had their implantable neurostimulator replaced. It was suspected that there may have been a malfunction with the neurostimulator. No information was provided in regards to the patient's condition. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information. The health care professional stated the cause of the event was premature stimulator battery depletion. The patient had return of nausea and vomiting, and the patient outcome was "no injury."

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011; lead model 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011.